Event description:
Per the clinic, the patient developed an open area behind the ear near the implant site, exposing a small portion of the receiver/stimulator. The patient underwent surgery on (B)(6) 2011 to close the wound. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.